Manufacturer narrative:
Product event summary: analysis found the atrial and ventricular connectors were damaged. Analysis also found the lcd (liquid crystal display) wire insulation was compromised and the ring attachment was broken.

Event description:
The external pulse generator was returned to the manufacturer, analyzed and tested out of specification. There was no patient involvement.